Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
E1: additional phone number: (B)(6). H3 - device has not been received for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a pinhole leak in it causing issues with the ventilator. The device showed low minute volume on ventilator. There was patient involvement. The event was resolved by switching to a back up custom trach tube. No patient harm.